Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 15 mg/ml of morphine and bupivacaine at 0.721 mg/day via an implantable pump for non-malignant. It was reported the patient¿s pump had been replaced on (B)(6) 2018 because the elective replacement indicator (eri) was at less than four months. It was indicated the eri was normal. At the time the pump was replaced, the doctor could not aspirate the existing catheter. A back-table prime was performed on the new pump and the pump was connected to the existing catheter with no priming of the catheter (please refer to manufacturer report # 3004209178-2017-03784 regarding the inability to aspirate the catheter and the pump replacement on (B)(6) 2018). The rate per day was maintained the same as the previous pump at replacement. It was reported to the rep (via the hcp) on (B)(6) 2018 the patient was admitted to the hospital on (B)(6) 2018 for respiratory issues and spasms. The patient was being admitted for observation. It was indicated it was unknown if the issue had resolved at the time of the report. The patient¿s status was provided as alive - no injury. It was unknown what other medication was being taken at the time of the event. The patient¿s medical history included obesity and non-malignant pain. No further complications were reported or anticipated.